Event description:
Information was received in 08/2005 from a study investigator regarding a subject with a history of right knee gonarthrosis, previous corticosteroid infiltrations (altim injection) in 03/05 and in 04/2005, depression, effort urinary incontinence, appendectomy, hysterectomy, and fracture of the left humerus, who was admitted to the hosp for suspected iatrogenic septic arthritis (right knee). The subject was enrolled in the study, observational study of quality of life (qol) of patients suffering from symptomatic osteoarthritis of the knee and benefiting from a treatment of synvisc". The pt had a gonarthrosis of the right knee which was severely incapacitating, progressing in recent months, and which was treated with corticosteroid joint infiltrations in march and april 2005 followed by a series of three injections of synvisc in 2005. Nine week later and the third injection being given a weeks after, the investigation reported that the last injection there was no particular sign (no effusion, dry knee) but reported pain for 48 hours by the pt. Following the last injection, the pian increased steadily with the appearance, after 72 h, of signs of local inflammation of the right knee, followed by a fever of 39 degrees celsius. These symptoms prompted the pt to consult their rheumatologist who decided to admit the pt to hospital with suspected septic arthritis. The pt was admitted to the hosp five days later with a diagnosis of suspected iatrogenic septic arthritis. The pt's physicial exam showed: a temperature of 39 degrees celsius, pulse 78/min, bp 160/80, saturation 97%, the volume of the right knee was increased, hot, and very painful on palpation (questionable patellar shock) and on mobilization, complete functional failure. Regular heart sounds with no audible murmur. Stable hemodynamics, peripheral pulses present. No sign of phlebitis. The rest of the physical examination revealed nothing of note. Labs showed: wbc 9760, neutrophilis 5300, l 2100, crp 135 mg, proteins 70 g; protein electrophoresis: inflammatory profile, blood glucose 8.6, and glycosylated hemoglobin 5.8%. Blood cultures were negative, sterile urinary bacteriological investigation. Knee tap showed purulent appearance, lots of neutrophils but counting impossible, and no pathogens on direct investigation, culture of the joint fluid showed methicillin-sensitive staphylococcus aureus. X-ray of the right knee: internal femoro-tibial gonarthrosis with marked pinching of the joint space. The pt was treated with dual IV antibiotic therapy with an anti-staphylococcal action with peni m and aminoglycosides which was started initially in combination with analgesic treatment, as well as applications of ice and immobilization of the joint. The final conclusion was "septic arthritis of the right knee, very likely iatrogenic, involving staphylococcus aureus". The investigator assessed the causality between the event and synvisc as "possible (can't be ruled out), and also possibly related to previous corticosteroid infiltrations." At the time of this report, the pt was still hospitalized.